Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas, with the endocrinologist advising reduced meal announcements due to heavy boluses and resultant lows; the patient requested training to troubleshoot the algorithm, and training was rescheduled. Investigation of this case revealed the cause was unclear. No symptoms associated with low blood glucose reported. Outcomes included self-treatment with oral glucose. Investigation included education with the patient. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.